Event description:
It was reported that the customer had high blood glucose levels of 145 mg/dl. The customer reported that the insulin pump alarmed no delivery while trying to fill the tubing. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to push insulin slowly with a plunger. The customer reported that insulin did not exit and there was resistance while doing the plunger push. It was reported that the reservoir of the insulin of the insulin pump was occluded. The customer was advised to try a new reservoir. The customer reported that changing the reservoir resolved the issue. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).